Event description:
It was reported that revision surgery was performed. Pain, weakness of the legs and hip, elevated cobalt and chromium levels, exposure to metal debris, fluid accumulations around the hip, tissue damage and necroris reported.